Manufacturer narrative:
H.6. Investigation: one representative sample and one used sample were received by our quality team for evaluation. The representative sample was subjected to visual inspection, catheter adapter leak test, and the catheter pull test. The sample passed all testing, and no abnormalities were observed. The used sample was subjected to visual inspection. A clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product that does not meet the lie distance requirement. If the catheter had been broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation, the reported nonconformance is not caused by the manufacturing process. The cause of the broken catheter could be due to a cut by a sharp object such as scissors during the product removal from the vein. It was stated in the instruction for use, ¿do not use scissors at or close to the insertion site¿. The root cause could be due to user error.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter separated from the hub while removing it from the patient's arm. The following information was provided by the initial reporter, translated from german to english: "while removing the 20 g catheter from the crook of the arm of the patient, the vialon catheter separated from the rest of the cannula. The vialon catheter could be taken out of the patient."

Manufacturer narrative:
Investigation summary: one representative sample and one used sample were received by our quality team for evaluation. The representative sample was subjected to visual inspection, catheter adapter leak test, and the catheter pull test. The sample passed all testing, and no abnormalities were observed. The used sample was subjected to visual inspection. A clean cut was observed on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product that does not meet the lie distance requirement. If the catheter had been broken in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation, the reported nonconformance is not caused by the manufacturing process. The cause of the broken catheter could be due to a cut by a sharp object such as scissors during the product removal from the vein. It was stated in the instruction for use, ¿do not use scissors at or close to the insertion site¿. The root cause could be due to user error. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter separated from the hub while removing it from the patient's arm. The following information was provided by the initial reporter, translated from (B)(6) to english: "while removing the 20 g catheter from the crook of the arm of the patient, the vialon catheter separated from the rest of the cannula. The vialon catheter could be taken out of the patient."